Event description:
Spa person placed laser devices using cloth straps for a treatment storage bag for urine catheter fully of blood urine. Went to a 7e fit spa for "FDA approved laser-lipo with 6 lasers strapped to my abdomen. That night my catheter wire storage bag was full of blood. Photo enclosed. Also spa coupon enclosed. Blood in urine. Procedure performed at 7e fit spa (see attached coupon).